Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to bacteremia and lead vegetation was noted on the right ventricular (rv) lead via transthoracic echocardiogram (tte). The device and lead have been extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to an infection. No further patient complications have been reported as a result of this event.